Manufacturer narrative:
(B)(4). The customer reported that downloader recharger (drc) s/n (B)(4) was overheating when plugged into a power source. The customer also reported that they opened the drc and found a burnt component. The customer complaint of (B)(4) becoming warm was confirmed, and the cause was determined to be defective components q1 and d14 on the main board of the drc. There was insufficient evidence to determine whether the drc was uncased at the customer site, and the customer's report of a burnt component within the drc was not confirmed. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. Previously opened (B)(4) addresses the deficiency.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) was overheating while plugged in. Customer reported having opened up the (B)(4) and reported a burnt component. Customer also reported an I-stat analyzer serial number unknown was giving a quality check code 86. Customer reported after removing the (B)(4) and replacing it with another down loader, it resolved the qcc 86 on the I-stat analyzer. There are no injuries associated with this event. The product was replaced at no charge and returned for investigation. Several follow up attempts to request the bod of the rechargeable battery but to no avail. It was determined that the customer may have old rechargeable batteries on site that pre-date bod2017-03 without a built in thermostat and potential to not failsafe, and become hot. However, this is not confirmed at the time of this report. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.